Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins was removed, but not the lead. Patient reported it was removed on (B)(6), 2018. Patient reported the device was removed because of battery depletion, it was uncomfortable and no longer effective. Patient was redirected to their healthcare provider to discuss removing the lead. Patient reported their managing physician removed the ins, but was not comfortable removing the lead.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v806857, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 22-aug-2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for fecal incontinence and movement disorders. Caller inquired for MRI compatibility and mentioned they explanted the device and cut the lead on (B)(6) 2018 because the system "just wasn't working" for the patient. The hcp cut the lead near the sacrum, but didn't dig to get it out. MRI guidelines and risks with abandoned/partial components was reviewed with the hcp. The call center also provided the office of medical affairs (oma) phone number to the hcp. No further patient complications have been reported as a result of this event.